Event description:
An olympus representative reported on behalf of the customer that the tip of the evis exera iii bronchovideoscope broke inside the patient during an unspecified procedure. The piece was retrieved with minimal impact to the patient. The company representative did not know exactly what caused the damage or how bad the damage was at the time of report. There was no further harm or user injury reported due to the event.

Manufacturer narrative:
E1 - establishment name: (B)(6) center (documented here in its entirety due to character limitations in respective field), the suspect device was returned to olympus. Device evaluation revealed failed testing on the distal end cover insulation due to peeling glue; chipped distal end plastic cover; stretched bending section cover with the adhesive removed; peeled distal cover glue; no reading on electrical continuity on the bending section, detached distal end cover, dry adhesive, no broken strands, and a cut charged coupled device (ccd) unit shrink tube; the insertion tube had multiple dents failed ring gauge and chip on the boot; cut on the boot for the scope connector; and worn labels. The device was repaired as required and restored to its original factory specifications. Additional information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report has been submitted by the importer under this MDR report number 2429304-2023-00281.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the reported event was likely caused by the application of external stress to the distal end of the device by the user. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿important information ¿ please read before use. Warnings and cautions: warning. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿the workflow of preparation and inspection: warning before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Olympus will continue to monitor field performance for this device.